Manufacturer narrative:
An event of the 20 mm amplatzer septal occluder (aso) deployment deformity was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
While implanting a 20 mm amplatzer septal occluder (aso), the device deployed deformed, cobra-head shape. The physician waited for a while for the aso to return to its original configuration, but it remained deformed. The aso was re-sheathed and removed from the patient and another 20 mm amplatzer septal occluder (lot number unknown) was used. The procedure was successfully completed with no further issues.